Manufacturer narrative:
No device malfunction was reported during the procedure. The product performed as intended. It could not be confirmed if meditrina product contributed to the incident. The products were not returned for investigation. Lot history records were reviewed and devices met all applicable specifications at the time of release. Based on the follow up enquiry, the patient is recovering at home.

Event description:
On 7/7/2021 physician used aveta coral disposable hysteroscope and multiple polyps were found within patient's uterine cavity. Physician asked for the resection device (aveta smol disposable resecting device) in order to take a sample. Five minutes into resection, the fluid deficit increased quickly. Physician completed the case. Final fluid deficit was 1120ml. On 7/9/2021, the physician called stating that the patient was seen in the emergency room with abdominal pain. Physician took patient to the or with a general surgeon, and they discovered the patient's bowel was perforated. The physician stitched up the bowel and the patient is now in recovery. The products used in the procedure functioned as intended with no reported malfunction.